Event description:
It was reported that during a da vinci prostatectomy procedure, the tips of the prograsp forceps instrument did not approximate. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the reported event. The grip tips were found to align/approximate. Failure analysis investigation found the following damages: the pitch cable was frayed at the distal clevis hub. The frayed strands stuck out at the wrist. The other cables at the instrument's wrist were undamaged. The frayed cable resulted in non-intuitive motion and the instrument failed the intuitive motion test. Visual inspection of the instrument found a scratch mark at the distal clevis. It was concluded that the damage found to the distal clevis were likely due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The damage to the instrument found during failure analysis investigation do not constitute a reportable event; however, the frayed pitch cable could likely cause or contribute to an adverse event, if it were to recur.